Event description:
It was reported that the patient reported experiencing discomfort with pacing. It was discovered that the right ventricular (rv) lead had caused a perforation. The lead was capped and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.